Event description:
It was reported by service report that the nurse call docker mount studs were broken. No pt involvement or adverse consequences are report

Manufacturer narrative:
Mounting studs damaged.